Event description:
The customer reported falsely elevated potassium generated from alinity c processing module ((B)(6)) and provided the following data: sample ID (B)(6) is a 81 year old female. The initial potassium result was 6.5 and repeat result on another instrument was 2.4 .(customer reference range is 3.5 to 5.0 meq/l). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
Section d10 - concomitant product: this section was updated from alnty c magnesium 3600t, 08p19-30, unknown to blank. The field service representative (fsr) inspected the instrument and replaced the syringe drive assembly, which resolved the issue. A review of instrument service history for serial number (B)(6) revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity c processing module did not identify an increase in complaint activity associated with the complaint issue. Additionally, a review of complaint and trending data associated with the syringe drive assembly did not identify any trends. A review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6), or the syringe drive assembly.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated potassium generated from alinity c processing module (sn: (B)(6)) and provided the following data: sample ID: (B)(6) is a 81 year old female. The initial potassium result was 6.5 and repeat result on another instrument was 2.4 (customer reference range is 3.5 to 5.0 meq/l). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.